Manufacturer narrative:
A root cause could not be determined with the information provided. Additional details were requested but not provided. A sample was returned for investigation. The sample was analyzed using a roche method, a peg precipitation, and hplc. No conclusions could be drawn from the results produced. There was no more patient sample for further investigation.

Event description:
The customer alleged they received questionable free triiodothyronine (ft3), free thyroxine (ft4), and thyrotropin (tsh) results for one patient in their e170 analyzer. A physician complained that the ft3 and ft4 results from the new version of the elecsys reagents were too high when compared to another assay from fujirebio inc. Tested in a commercial laboratory. The patient's ft3 result from the elecsys assay was 12.2 pg/ml. The ft3 result from the fuijrebio assay was 2.3 pg/ml. The patient's ft4 result from the elecsys assay was 6.47 ng/dl. The ft4 result from the fuijrebio assay was 1.05 ng/dl. The patient's tsh result from the elecsys assay was 3.32 uiu/ml. The tsh result from the fuijrebio assay was 5.51 uiu/ml. The customer would not provide information on whether the discrepant results were reported outside the laboratory. A peg treatment was conducted in the provided sample. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. The customer would not provide information on whether the patient was harmed by this event. The ft3, ft4, and tsh reagent lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in the complaint was requested but not provided.

Manufacturer narrative:
Another sample from the patient was provided for investigation. Investigations of this new sample have determined that a streptavidin interfering factor is present in the sample. The results indicate that the streptavidin interfering factor most likely is of an igm or and igm antibody-like nature. The streptavidin interfering factor was identified as the cause of the falsely elevated ft3 and ft4 parameters. Product labeling documents this interference.